Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that their daughter's insulin pump had a frozen display and the buttons were not responding. The customer's blood glucose level was 105 mg/dl. The customer was assisted in troubleshooting for frozen display. It was reported that the frozen display issue recurred. The customer was unable to clear the pump error and power loss alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No frozen screen, no e/a alarm and no unexpected battery power loss alarm during testing. All buttons functioning properly no damage on the keypad assembly. Device time clock functioning properly noted. (B)(4).